Manufacturer narrative:
Pump passed displacement test and self test. No solid white display or missing segments/partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a flashing display. The blood glucose level was 81 mg/dl. Customer stated that the displays was solid white. The product will return for the analysis.